Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed opening. Additional observations: yellow particles observed in the gel. Deformation observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture. The device remains implanted.